Manufacturer narrative:
(B)(4). The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. A review of the manufacturing documentation associated with lot f1715901, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint.

Event description:
It was reported that the physician felt resistance when he tried to insert the atraumatic wire of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath. The vessel was noted to be tortuous.

Manufacturer narrative:
Complaint conclusion: it was reported that the physician felt resistance when he tried to insert the atraumatic wire of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath. The vessel was noted to be tortuous. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device per the mynx instructions for use (IFU). No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A device history record (DHR) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not confirmed through analysis of the returned device since the procedural sheath was not returned, and there was no resistance felt during advancement in the lab sample sheath. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (tortuous) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.